Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
The customer reported that the device failed to power up. The device was evaluated at the philips and the reported symptom was duplicated. The power pca was replaced to resolve the issue.